Manufacturer narrative:
Additional information was requested, however, no further information was received. A quote was provided to the customer for service; the quote was not accepted, and the case was closed. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed, but could not be ruled out. We are unable to confirm the final disposition of the device because the customer refused service, and no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a speaker malfunction with exterior damage. It is unknown if the speaker was still able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.